Event description:
Balloon inserted in ccl by a cardiologist. The pump and balloon functioned as expected. After approx. An hour in the ICU, the pt was taken to the operating room where a cab was performed. Postop approx 4 hours, following the autofill/recalibration cycle, the waveform appeared altered and the end diastolic pressure read in single digits. Over the next 1 and a half days, the waveform remained altered and the numbers became inconsistent. Number 200/5 with pressures measured elsewhere at 70/50. The balloon was removed and saved for us following the pt's death.

Manufacturer narrative:
Product condition received. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extension tubing and a second non-datascope sheath was also returned. Two kinks were found on the catheter tubing located 59.7cm 74.9cm and from the iab tip. Product evaluation: a sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. Conclusion: the reported problem could not be duplicated during testing. (B)(4).